Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture seen during surgery".

Event description:
Healthcare professional reported right-side rupture seen during surgery. Device has been explanted.

Event description:
Healthcare professional reported right-side rupture seen during surgery. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed opening on the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.